Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device gave an alarm but she can't see because the display segment is broken. Patient stated she can understand the alarm and to solve the problem decided to change the infusion device. Patient stated the infusion device didn't report any alarm or error before switching off and when she tried to turn it on again, the device had display damage and then a few moments later it became completely black. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.